Event description:
It was reported that the right atrial lead (ra) had high impedance in bipolar setting. Programming in unipolar was not an option due to patient was in atrial fibrillation (af) frequently. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.